Event description:
It was reported that "white residue" was noticed inside the slip tip of the bd¿ slip-tip disposable tuberculin syringe.

Manufacturer narrative:
Investigation: one sealed and four opened packaged 1ml s/t syringes were received, confirmed to be from batch #7302919 (p/n 309659). The samples were visually evaluated. The syringes were observed to have varying degrees of cloudy tip condition. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Cloudy tips are a result of normal molding process. Over time a small amount of plastic build up or residue occurs in the mold causing this defect. It is remedied by polishing the mold. The cloudy tip defect is cosmetic and does not pose risk to the customer. Potential root cause for the cloudy tip defect is associated with the molding process. Since the defects observed are within the acceptable limits, no corrective actions are necessary.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "white residue" was noticed inside the slip tip of the bd¿ slip-tip disposable tuberculin syringe.